Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the collet in the problem area was stuck in the open position. All collets, springs, and plunger clamps were removed, cleaned, and/or repaired/replaced. Sample arm adjustments were made to the k1, k2, k3, and k4 positions. The instrument was tested without further problem and returned to service.